Event description:
Ra and rv were attempted and placed in arterial system. Before device was placed, the issue was discovered, leads were removed and procedure was aborted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.